Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix test was performed, the helix function was within specification. Visual inspection found a cut on the overlay tubing, and that allows blood ingress into lead. Destructive analysis was performed, and confirmed that a cut found from the overlay tubing was cut through to the bi-lumen tubing, and to the inner rv cable coating causing the rv coil exposed. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met and the pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, noise, short v-v intervals, and undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.